Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of having high blood glucose 514 mg/dl and was not sure what was causing it, but did report that cannula was bent when infusion set was changed. Customer went to the emergency room on (B)(6) 2016 with blood glucose of 385 mg/dl. Customer was not admitted and was sent home due to blood glucose stabilizing. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported that drive support cap appeared normal. Customer states there were no leaks or air bubbles; there were no site or insulin issues; and settings were correct. Customer declined high pressure test. Customer was advised to change infusion set, reservoir and insulin and to treat high blood glucose per healthcare professional's recommendation.